Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 30 were found which confirms the reported event. The reported device (obf - out of box failure) was not returned to brézins however the locally extracted history log was provided and confirms the triggering of the error 30. The root cause of this event is likely due to a defective cpu board but as no investigation could be performed and no information regarding repairs was provided this cannot be confirmed. However an internal CAPA was opened in may 2023 to address this issue. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "error 30-0010!!! Time keeper". Reporting as a conservative measure due to the referenced issues. No adverse effects reported (oobf). More information is needed to complete the investigation.